Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector pins bent/cannot connect belt to monitor) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were ent. The cause for the inability to connect the belt to the monitor is the bent pins. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector pins bent/cannot connect belt to monitor) was confirmed. Upon evaluation, the belt connector receptacle was pulled from the monitor case causing several wires to become pinched. In addition, the j1001 (belt connector) was partially unplugged causing service code 204. The cause of the partially disconnected j1001 and pinched wires was the pulled belt connector receptacle. The cause of the broken belt connector receptacle is unable to be positively identified but is likely physical abuse. No adverse event resulted from the defective electrode belt connector or connector receptacle. The patient received a replacement electrode belt and monitor. Device manufacture date: sn (B)(4): 06/2011, sn (B)(4): 02/2010.

Event description:
An (B)(6) male patient contacted zoll customer support to report he was unable to connect his belt to his monitor. The patient was provided with a replacement electrode belt and monitor.